Event description:
The patient underwent surgery on (B)(6) 2016, where the surgeon placed a stich in the header and the ipg was moved up in the pocket to ensure the ipg lays flat. Nothing was implanted or explanted during the procedure. The patient was able to charge the ipg following the procedure and the patient reportedly receives effective stimulation therapy.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's ipg is unable to communicate with the charger. Images taken confirmed the ipg was tilted and turned sideways in the pocket. Surgical intervention is planned to address the issue.